Event description:
During a remote follow-up, episodes of oversensing which resulted in pacing inhibition due to myopotentials were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.